Manufacturer narrative:
(B)(4).

Event description:
It was reported that muscle spasm occurred during a renal ablation case while using an iceforce cx needle the patient could not tolerate activethaw. The patient stated feeling electric shocks. The physician used passive thaw and completed the case with no further patient complications. The patient showed no sign of injury.

Event description:
It was reported that muscle spasm occurred during a renal ablation case while using an iceforce cx needle the patient could not tolerate activethaw. The patient stated feeling electric shocks. The physician used passive thaw and completed the case with no further patient complications. The patient showed no sign of injury.

Manufacturer narrative:
Changes made to: d4: lot number: t0684. The device was returned for technical analysis and an electrical failure within the needle was identified, resulting in the patient muscle spasm. The investigation results show the insulation on the heater wire was damaged during the vendor assembly process. This type of component failure may lead to intermittent current leakage from the point of compromise. Patient spasm occurs when current flows through the patient tissue due to an issue with needle grounding. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. We will continue to monitor all product complaints for any potential trends related to this issue.